Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report an off no power alarm and a failed battery test alarm. The customer's blood glucose level was 112 mg/dl. The customer did not have time to troubleshoot and nothing was replaced or returned.